Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on jun 01, 2022.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced a head trauma resulting in poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.